Event description:
The reporter stated that while performing a left ventricular angiogram procedure, the female end came apart during injection. No pt injury or treatment was associated with this event.